Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact on the customer¿s blood glucose level. No further information could be obtained.